Event description:
Physician's 2nd case. (Note: a floppy guidewire was used, although IFU indicates a use of a stiff guidewire) while attempting to deploy the main body of a bifurcated device, there was some resistance met while advancing the pusher rod, and it was noted that the physician was using a lot of force in an attempt to advance the pusher rod. When the pusher rod was advanced all the way, the front sheath had moved approximately 1-2cm, and on fluoro, it was noted that the main body had not deployed. The pusher rod was retracted, the front sheath did not move. The limbs of the bifurcated device were already released. In an attempt to remove the device, the hubs were tightened down, and the physician began to retract the device, hoping that the sheathed contralateral limb would collapse onto the main body after coming up over the aortic bifurcation. Consequently, the contralateral limb deployed during this maneuver, and the patient was converted to open repair. The delivery system was cut to remove. The patient has regained all pulses distally and is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. 77, 326 - engineering evaluation of the returned delivery system states that the damage observed on the device is indicative of excessive manipulation and diseased patient anatomy. The break in the polyimide tubing was indicative of inadequate support due to the floppy guidewire used during the procedure. Medwatch report from bradford regional was received by endologix on 9/27/07. Engineering evaluation does not confirm report from facility.